Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's left femoral artery via a sheath. Per the md the patient did not have a tortuous anatomy. The patient was moved to the ccu (cardiac care unit). During iab therapy the patient was experiencing pain in the left leg. On (B)(6) 2015 x-rays were taken and the iab catheter had retracted, now 16cm below the aortic arch at the level of the diaphragmatic hiatus. The iab was removed. There was a reported delay/interruption in intra-aortic balloon pump (iabp) therapy. There were reported patient complications described as atrial flutter, cardial arrest. The patient died. It was noted that the iab was inserted on (B)(6) 2015 at 1300 and removed (B)(6) 2015 at 0700 iab (in use for 18 hours).

Manufacturer narrative:
(B)(4). Additional information: lot number and expiration date have been added. Device evaluation: returned for evaluation was a 30cc 8.0fr iab fos assembly. Several kinks and bends were noted and the damage was consistent with having occurred within the returned packaging. The kinks were located approximately 29.5cm, 61.0cm, and 66.0cm from the distal tip. No blood was noted on the catheter or bladder membrane. The bladder membrane was noted fully unwrapped upon return. The fos connector and cal key were examined. The gray fos connector was properly seated in the housing and both retaining tabs were intact. The center post was centered. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The fos and cal key were connected to the iabp. The cal key was recognized. The pump status was "ll pl" indicating a potential broken fiber. The broken fiber was found at the location of one of the previously noted kinks approximately 61.0cm from the distal tip. The fiber was found to be intact at the distal tip. The iab was submerged in water and leak tested. No holes or leaks were detected. The unit passed leak test. See other remarks section for device evaluation continuation. Other remarks: a device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the catheter migrated is not able to be confirmed. The catheter passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's left femoral artery via a sheath. Per the md the patient did not have a tortuous anatomy. The patient was moved to the ccu (cardiac care unit). During iab therapy the patient was experiencing pain in the left leg. On (B)(6) 2015 x-rays were taken and the iab catheter had retracted, now 16cm below the aortic arch at the level of the diaphragmatic hiatus. The iab was removed. There was a reported delay/interruption in intra-aortic balloon pump (iabp) therapy. There were reported patient complications described as atrial flutter, cardial arrest. The patient died. It was noted that the iab was inserted on (B)(6) 2015 at 1300 and removed (B)(6) 2015 at 0700 iab (in use for 18 hours).